Event description:
It was reported on a 3500a report that during screw in of the rv lead into the header of a device, the wrench (which is packaged with the pacemaker) was noted to disengage from the screw. Attempts were made to back the screw out of the header to allow rv lead removal from the header. However, all attempts were unsuccessful. Given that the header was likely stripped, decision was made to remove the rv lead. The device used with this lead was competitor product. A new rv lead and a different generator were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.